Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ozempic experienced fluctuating blood glucose while using the ilet with a reported blood glucose of 401 mg/dl and had been announcing meals only as ¿lower,¿ leading to recurrent highs and lows and necessitating education on proper meal announcements and consideration of a training session or factory reset. The device issue involved improper or incorrect use and pertained to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.